Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported the cylinder readings were inaccurate to the preoperative cylinders. The surgeon trusted the systems measurements and implanted a non toric lens and the patient's postoperative cylinder is from 1.5 to 2.0 diopters of cylinder. Additional information requested.

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the aberrometer was replaced as a preventive measure. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. Per the sample evaluation, the aberrometer was found to meet specification related to the reported event. As the aberrometer was found to meet specification related to the reported event, the root cause is unable to be determined conclusively. (B)(4).